Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information that a trilogy evo ventilator inoperative error condition occurred indicating the machine flow sensor drift above the specification while in patient use. There was no serious patient harm or injury that occurred or was reported. It is noted that the device was evaluated and repaired at a third-party service center. A good faith effort attempt will be made to gather additional information regarding the malfunction and repairs/replacement to address the issue. If any additional information is received, a follow-up report will be filed. New information: the device was returned to the third-party service center for evaluation. During the evaluation the technician observed a critical error code in relation to (machine flow sensor drift above the specification (>0.2lpm)) recorded in the device event log. In conclusion the device software was upgraded to resolve the issue. Final testing was performed and the device was calibrated successfully. The device passed all testing and was returned to the customer.

Event description:
The manufacturer received information that a trilogy evo ventilator inoperative error condition occurred indicating the machine flow sensor drift above the specification while in patient use. There was no serious patient harm or injury that occurred or was reported. It is noted that the device was evaluated and repaired at a third-party service center. A good faith effort attempt will be made to gather additional information regarding the malfunction and repairs/replacement to address the issue. If any additional information is received, a follow-up report will be filed.